Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power cables was confirmed via the submitted picture. The system controller, serial (B)(6), was not returned for analysis and was discarded. The provided information indicated that the system controller had exposed wires. The picture provided showed damage to the white strain relief and a cut in the cable jacket. It is unclear if there is any damage to the underlying wires. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's heartmate3 controller had exposed wires on power leads. The center plans to dispose of the controller and they have determined that the exposed wires are due to typical wear and tear. The reporter has not identified any issues with controller malfunctions or anything similar.